Event description:
Patient reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.6b; h.6.

Manufacturer narrative:
Device evaluation: the device is related to the reported event deflation received on january 11, 2023, with lot number 2307344. Based on the device analysis grid, the assessments of the complaint are: deflation: observed 2 openings assessed as surgical damage. No other observations observed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 11/jan/2024.

Event description:
Patient reported a right side deflation. Device has been explanted.